Event description:
It was reported that the lesion in the left anterior descending artery was heavily calcified. Pre-dilatation was successfully performed. However, while attempting to deploy the stent, the stent dislodged proximally off of the balloon. The stent delivery system (sds) was removed and another sds was used to complete the procedure. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible the stent became disrupted on the balloon while attempting to advance the sds through the calcified lesion, and upon further pushing, the stent dislodged onto the proximal shaft, although this cannot be confirmed. Since there was no report of any damage observed to the stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the stent dislodgment. In this case the reported failure to cross is likely related to operational context, however, a definitive cause of the stent dislodgment cannot be determined. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).